Event description:
Additional information received reported catheter leakage. A (B)(6) study was done and noted that this was a normal (B)(6) study and the pump system is intact and functional. There is a very small leak at the catheter anchor site. Most of the dye goes into the intrathecal space but approximately 1cc out of 10cc leaked into the supraspinal tissues at the anchor site. Images were saved. The catheter system required surgical catheter revision. If increase in pump infusion does not help, they would schedule surgery to repair the catheter. The event resulted in unscheduled clinic or office visit.. The etiology was noted as related to the device or therapy and not related to the implant procedure. Additional information received 24-aug-2016 reported the clinical diagnosis was loss of pain relief. The intervention was a catheter revision on (B)(6) 2016. The outcome resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. All codes are associated with the catheter.

Event description:
On (B)(6) 2016 (B)(4) .(rep, hcp): information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 12.2 mg/ml bupivacaine at 2 mg/ml and 4.9 mg/ml dilaudid at 0.8458 mg/day via an implantable pump for spinal pain. It was reported that the patient was having difficulty with pain control. A catheter dye study was done on (B)(6) 2016 and a leak was found at that time. The leak was near the catheter connector and a 10 cm portion of the catheter was trimmed and a new connector was added on (B)(6) 2016. No external or environmental factors were noted to have contributed to the event. The issue was considered resolved. The patient was noted to be "alive - no injury".

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Analysis of the catheter found a hole caused by a deep abrasion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.